Event description:
In 9/92, rptr began noticing pain going down leg and in lower back. He was bedridden until 10/92 when he had metal rod and screws implanted in his spine. Rptr is now able to get around and walk but there seems to be quite a few days that make it very difficult to move around without pain and aching. Rptr thinks the weather has a lot to do with it. Rain, cold, damp weather seems to bother him the most.